Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: product evaluation was performed by our field service engineer (fse) for this incident. Device failed to function as intended. Parts were replaced, scrubber, tubing, and pump. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The complaint pertains to a laser that is misfiring on their excimer laser system. No further information.